Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The mother reported via phone call that the customer received a button error alarm. The mother also reported a failed battery test alarm occurring on the insulin pump. Customer reported replacing the battery day a few days prior. It was also found the buttons became unresponsive on the insulin pump. The customer's blood glucose was 226 mg/dl. The mother also reported the insulin pump was exposed to moisture in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specifications. No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window and cracked belt clip slot.